Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that during initial installation of the v60 vent the unit alarmed backup alarm failed. There was no patient involvement associated with this event.

Manufacturer narrative:
V60 vent was returned for failure investigation to the vent manufacturing facility. Unit was boot up and delivered breaths, and check vent: backup alarm failed error was displayed and the audio alarm was active. Each time the power was cycled the backup alarm failed message was active. The cpu board was removed from the ventilator. Visual inspection of the interior revealed cold solder and contamination inside the piezo buzzer ls1. Replacement of the backup alarm (piezo buzzer) ls1 on the cpu pcba corrected the problem with the customer returned vent.